Event description:
It was reported that the 9800 system went down during a cardiac cath procedure. The 9800 system had to be removed and the procedure was rescheduled. No pt injury was reported.

Manufacturer narrative:
A ge service representative preformed an on site investigation. A new battery backup was installed during the service call. The system was tested and found to be working as intended and put back into service.